Manufacturer narrative:
G3 in previous medwatch was inadvertently left blank instead of 4/27/2021.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bra rolls, submental, upper, mid and lower abdomen on (B)(6) 2017, (B)(6) 2019, (B)(6) 2020, using the cooladvantage coolcore, cooladvantage+ coolmini, cooladvantage+ coolcurve+ and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A patient who is also a staff member at a treatment office was treated with coolsculpting on several dates to flanks, submental, upper and lower abdomen, and in (B)(6) of 2020 experienced enlargement in shape of applicator. (B)(6) 2021 dm: sent email to treatment provider with clinical event form attached and requesting the following information: completed clinical event form. Patient consent form. Patient treatment plan. Photo ¿ before & after ¿ with weight and dates - multiple angle of view. (B)(6) 2021 dm: medical safety assessment requested to determine the severity of pah in this complaint.